Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, after loading the reload, the jaws of the reload was impossible to close. Another reload was used to complete the case. There was no patient injury.